Manufacturer narrative:
Bottle 4 (ethanol) was removed from the instrument for 23 seconds at 07:54am on (B)(6) 2015, which is not sufficient time to complete manual replacement of the reagent; and the station properties for bottle 4 (ethanol) were reset to the default value of 100% at 07:54am on (B)(6) 2015. Resetting a reagent station sets the concentration to the default value configured in the reagent types definition unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. The tissue samples exhibiting sub-optimal processing were derived from the "snp 9 hour" protocol started in retort b at 12:24pm on (B)(6) 2015, which comprised 150 cassettes, based on information provided by the complainant. This protocol was abandoned by the user at 21:22pm on (B)(6) 2015, which was approximately two minutes prior to the scheduled completion time of the final wax infiltration step of the protocol. However, it is considered likely that sub-optimal processing of tissue was also likely from the "snp 9 hour" started in retort a at 00:31am on (B)(6) 2015, which completed successfully at 09:31am on (B)(6) 2015; and the "snp 9 hour" started in retort b at 00:32am on (B)(6) 2015, which completed successfully at 12:00am on (B)(6) 2015. These protocols comprised 45; and 15 cassettes, respectively, based on data entered into the instrument software by the user. The reagent in bottle 4 (ethanol) was used for the first time in the final dehydration step of the "snp 9 hour" protocol started in retort b at 12:24pm on (B)(6) 2015. Bottle 4 (ethanol) was subsequently used for the final dehydration; final clearing and final wax infiltration steps respectively of the "snp 9 hour" started in retort a at 00:31am on (B)(6) 2015; and the "snp 9 hour" started in retort b at 00:32am on (B)(6) 2015. Although the user affirmed in the instrument software that the concentration in bottle 4 (ethanol) was to be set to default value of 100% at 07:54am on (B)(6) 2015, the actual ethanol concentration in bottle 4 remained unchanged at 77.9% because this bottle was not removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type. Reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, bottle 4 (ethanol) was used in the final dehydration step of the "snp 9 hour" protocol started in retort b at 12:24pm on (B)(6) 2015, the "snp 9 hour" started in retort a at 00:31am on (B)(6) 2015 and the "snp 9 hour" started in retort b at 00:32am on (B)(6) 2015. The minimum final reagent concentration required for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument operated within specification during execution of the protocols from which sub-optimal tissue processing was reported. The root cause of the sub-optimal tissue processing reported was a use error, which occurred prior to commencement of the "snp 9 hour" protocol started in retort b at 12:24pm on (B)(6) 2015; the "snp 9 hour" started in retort a at 00:31am on (B)(6) 2015; and the "snp 9 hour" started in retort b at 00:32am on (B)(6) 2015. Specifically, the user failed to complete the manual reagent replacement process in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
Leica biosystems received a complaint regarding sub-optimal tissue processing of two (2) cases comprising 17 blocks from a nine (9) hour protocol started in retort b at 12:24pm on (B)(6) 2015. The complainant described the microscopic appearance of stained slides prepared from the affected tissue samples as "hazy, particularly nuclei". On (B)(6) 2015, leica biosystems received information that all tissue samples exhibiting sub-optimal processing were diagnosable. On (B)(6) 2016, a leica field support specialist (fss) attended the laboratory in order to assist with the circumstances involved in this complaint and to provide applications support. The fss noted that the reagents on the instrument at the time of the event had been replaced.